Event description:
It was reported that the device's lower segment was missing and the device couldn't be turned off. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The missing segment couldn't be duplicated at the office but the front board was replaced as a precaution. The inability to turn off the device was duplicated and the mainboard was replaced. This malfunction was confirmed within the warranty period.

Manufacturer narrative:
Covidien reference number : (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference.